Manufacturer narrative:
When the scroll compressor temperature reaches 80 c (measured by the temperature sensor, 0206-00-0734), the cardiosave system will automatically go into stand-by and therapy will stop. An alarm will display on the screen, "system over-temperature" in addition to an audible alarm. As the temperature of the compressor drops below 80 c, the system can be restarted without the need for any maintenance and/or repair intervention. It does require power down and power up to restart the therapy. The scroll compressor adjusts its rpms to meet the demand of the therapy. Higher demand will lead to high rpms which eventually causes the scroll compressor to heat up. Additionally, if the airflow around the cardiosave device and the vents are blocked, then the internal temperature of the device can significantly increase, leading to temperature excursions and alarms. The components that can lead to the condition of system over-temperature alarm are as follows: mufflers, drive regulator, vacuum regulator, scroll compressor, temperature sensor, motor control pcba, fan, power supply monitor pcba. The system over-temperature is currently being investigated under CAPA 826093. The CAPA is currently in the "action planning" state. The following root causes were identified: root cause 1: cardiosave's ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1: muffler/filter clogging before scheduled replacement and causing the scroll compressor to increase rpm, thus generating more heat. Contributing cause 2: cardiosave chassis fans lack the ability to dissipate heat generated by the medical device and scroll compressor. Contributing cause 3: the cardiosave drive regulator drifting/leaking, causing the scroll compressor to increase rpm and increasing the heat generated. Contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) was alarming overtemperature. No patient information available. No patient harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that removed and replace scroll compressor. Performed all applicable test and checks. Ran unit at 120 bpm and was not able to reproduce the overtemperature issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Unit returned to customer for use.